Event description:
It was reported to manufacturer from an investigator at the office of investigator in the division of mental retardation services that the vns pt had passed away. The reported provided the date of death. Good faith attempts to obtain additional information from the reporter regarding the circumstances of the death have been made, but have been unsuccessful to date. Further follow up with the treating neurologist revealed that the relationship between the death and vns therapy is unknown. The physician stated that an autopsy was performed; however the findings were not available to him. The physician was not aware of the circumstances of the death, nor the cause. The pt was last seen by the physician in 2009, and the vns device was providing stimulation; neither the device settings nor the device diagnostics were provided. The physician was unaware if the device had been explanted. The death certificate has been requested from the state of vital statistics department, however, the information requested has not been received at this time.